Event description:
Device malfunction: premature clip deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the splitting of the exchange sheath, the clip prematurely deployed in the patient's tissue track. A hematoma developed. An exploratory procedure was performed to locate the clip; however, the location of the clip is unknown. The hematoma was expressed during the exploratory procedure and hemostasis was surgically achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.